Manufacturer narrative:
Information contained in this record was previously submitted through psr on 23/apr/2018. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell and missing shell (75-100%). Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified striated broken edge. Based on the device analysis the final assessment was a striated broken edge due to surgical damage consistent in the use of some surgical tools, and missing shell due to inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "device ruptured at the moment of implanting the device". It is unknown if surgery was completed with a back-up device. The silicone gel did not come into contact with patient.